Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the clamp arm was unable to close properly. Additional investigation found the instrument was found to have a damaged teflon pad on the clamp arm. A piece approximately 0.088" x 0.031" in size was missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thyroid surgical procedure, the harmonic ace instrument was not closing. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.